Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low could not be confirmed or duplicated. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device has been received, however not yet been investigated. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a customers device had low exhaled tidal volume (vte) levels. There was no patient involvement associated with the reported event.